Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys troponin t hs stat (troponin t hs stat) on a cobas e 601 module. The initial result was 31.40 pg/ml. The doctor indicated this result did not correspond to the patient¿s clinical condition. On (B)(6) 2024 the repeat result was 4.40 pg/ml. On (B)(6) 2024 a new sample was obtained and the result was 3.34 pg/ml. The repeat result was 4.84 pg/ml.

Manufacturer narrative:
The e601 module serial number was (B)(6).

Manufacturer narrative:
It was clarified that the patient was not taking unspecified chemotherapy drugs. Section b7 was updated. Calibration and qc were acceptable. Multiple "abnormal sample aspiration" alarms were observed on the alarm trace data from (B)(6) 2024. The specific cause of the event could not be determined, however, the information available suggests a preanalytical or sample aspiration issue. The investigation did not identify a product problem.